Event description:
Pt contacted dexcom technical support (B)(6) 2012 to report that she had suffered a hypoglycemic episode. Cgm was reading 40 mg/dl between 2 and 4 am, but had failed to alert, according to pt. Pt's husband called paramedics around 5:30 am and pt treated herself with some liquid glucose. By the time the paramedics arrived, pt was feeling better and paramedics measured her bg at 160 mg/dl. At the time of her call to dexcom technical support, pt's cgm's alerts were tested while on the phone, and auditory as well as vibratory alerts resounded successfully.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.